Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed functional tests. The analyzer was mechanically intact and was removed from the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.